Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca. Approximately 19 months post index procedure, patient suffered from intracranial hemorrhage (stroke). Safety assessed that the event was not related to index device but possibly related to antiplatelets medication.